Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced pain, presenting as a possible leakage of cerebrospinal fluid. The physician removed the device and was unable to confirm leakage of cerebrospinal fluid during the removal procedure. There have been no reports of further complications regarding this event.